Manufacturer narrative:
The returned product was evaluated. Corrosion was observed on the batteries and the pcb (printed circuit board). The cause of the observed corrosion in the device could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide, model: ent450, (B)(4) 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The customer reported her blood glucose reached 21.7 mmol/l (391 mg/dl). The pod was worn for between 1 and 4 hours.